Event description:
Spontaneous: received message from the infusion rn reporting that pt received her naglazyme infusion on, (B)(6) 2021. However, after the dial a flow tubing was primed, but before starting the infusion, it was found that the tubing was leaking. The rn had to discard the leaking tubing and prime a new set of tubing and filter extension set. Since the tubing was primed and needed changed, the pt missed some of the drug, approximately 15 ml's out of the total of 250ml's, which is about 16% of the dose. Pt had no ill effects due to this and tolerated the infusion well. Informed (B)(6), rn, at the md office. The tubing lot# is 10990321. The code under the bar code on the tubing is: (B)(4). Packet states: manufactured for (B)(4). "Info on the tubing packet: lot 1c990321, lbl-c7d rev a, 2024-04-03, item: ms750e." Reported to (B)(6) by: health professional.